Event description:
The customer called and reported experiencing high blood glucose of 463 mg/dl and the symptom of dizziness. Customer treated with a bolus from the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. It was found the time and date programmed in the device was not correct and was reprogrammed. Basal rates and bolus wizard settings were programmed accurately. The customer stated she was in the hospital for gastroparesis. Customer declined troubleshooting after correcting the time on the insulin pump and was advised to follow up with healthcare provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.